Manufacturer narrative:
Investigation summary: retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples tested. Off-label media was used which may have led to false result. Root cause: can not duplicate with retains;unable to determine. Source: phone.

Event description:
Reported one false positive sars result.. The customer communicated the result tested negative by molecular (pcr testing).